Event description:
The patient presented in-clinic due to episodes of atrial fibrillation. Upon investigation, it was discovered the device successfully identified the arrhythmia and delivered appropriate high voltage therapy in response but was unable to successfully terminate the arrhythmia. No device malfunction was alleged. The ineffective shocks were suspected to have been due programmed settings of the device and patient condition. The device was reprogrammed to avoid any further cases of ineffective shock. The patient was in stable condition.